Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an online investigation. The customer was instructed to reboot the system. This successfully resolved the issue. The system was tested and found to be working as intended and returned to service.